Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Phillips received information from a customer site that the i.v. Pole insert in the table top came free and the i.v. Pole fell forward. There was no injury to the patient. The customer is currently not using the i.v. Pole inserts on the table top but is using a mobile i.v. Pole.